Event description:
The valve explanted due to thrombus in the left atrium extending across the mitral valve. The pt defaulted taking coumadin for 6 months prior to explant. During the procedure, the thrombus was noted to be passing through the valve obstructing the function of the valve leaflets.